Event description:
It was reported that the user experienced difficulty during a supply change when attempting to insert a new cartridge after rewinding and inadvertently initiated tubing fill before completing setup, and the agent identified that the cartridge had been inserted backward and guided the user through the correct change process, including rewinding again, properly inserting the cartridge, connecting tubing, confirming drops, inserting a new infusion set, and filling the cannula, after which insulin delivery resumed and blood glucose remained unaffected. Symptoms included no reported adverse clinical effects. Outcomes included restoration of insulin delivery without interruption to glycemic control, no alerts or alarms, and no need for medical intervention. Investigation included remote troubleshooting and user education through step-by-step guidance of the change cartridge and tubing process. Investigation of this case revealed user technique error related to incorrect cartridge orientation during installation, resolved through proper instruction, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error and use of the device in an unintended manner, mitigated by education.